Event description:
It was reported from (B)(6) that the power drive device had an undetermined malfunction. During in-house engineering evaluation, it was observed that the control unit was not functioning. It was not reported if the device was used in surgery or if there was patient involvement. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device was returned for evaluation with an unspecified malfunction. Reliability engineering evaluated the device and observed that the control unit was not functioning. Therefore, the reported condition was confirmed. It was further observed that the input shaft was defective, the control was damaged, the engine was idling, the current was too high, the motor was weak, the drive shaft was defective, and device was dirty. The assignable root cause was determined to be due to improper handling. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.